Event description:
Jf contacted our customer service on (B)(6) 2009 and stated that after one use of the baby halo her granddaughter had an allergic reaction and received a red circle around her head similar to a 1st degree sunburn. The mother of the baby did not feel that medical attention was warranted and discontinued using the halo. The red ring lasted approx 5 days before disappearing. The baby's grandmother (jf) was extremely upset by the event. A return shipping label was sent to jf to return the unit for evaluation.